Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed multiple errors and had rewind anomaly. The customer¿s blood glucose level was 128 mg/dl. The customer went to did the rewind and the insulin pump said rewinding but it wasn't rewinding and the piston was in the middle of the reservoir compartment. The customer did not prime the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Pump passed a21 test and self test, no error noticed during testing. No rewind anomaly noted.